Event description:
It was reported that the screw did not seat in the cup. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Concomitant medical products: item #: unknown, unknown head, lot #: unknown. Item #: unknown, unknown g7 cup, lot #: unknown. Item #: unknown, unknown stem, lot #: unknown. Item #: unknown, unknown liner, lot #: unknown. Item #: unknown, unknown screw, lot #: unknown. Item #: unknown, unknown screw, lot #: unknown. Report source: foreign: taiwan. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. :

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of radiographs. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. The root cause of the related event is attributed to the user not following instructions as indicated in the surgical technique as failing to use the drill guide the user was able to put the screw in at such an angle the screw went through the cup. Radiographs identified: left total hip arthroplasty with lateral screw within the bone and possibly not seated within the acetabular cup. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.